Event description:
A loss of therapeutic effect with the device turned on was reported. It was indicated that the device had worked well just after the implant. Stimulation that was felt, was not where it was supposed to be. Pt stated stimulation was "maybe felt in her feet". A "poor communication screen" occurred following multiple attempts. The pt had difficulty with syncing. Frequency of the issue increased on (B)(6) 2010. Amp was noted to have been gradually increased to 5.2 from the typical setting of 2.5. Instances of unusual bending, twisting, lifting, or a recent fall was reported as not having occurred. The following symptom was reported: loss of bladder control. Following the return of their symptom, the pt reported their programmer was set to 0.85, when it was usually at 2.7. The pt had increased stimulation from 0.85 to 1.8, and reported it was uncomfortable. Ins on icon was seen at a setting of 1.35. A shocking or jolting sensation had also occurred while changing programs. Stimulation was turned off after the jolting sensation. Patient's status is "fair".

Manufacturer narrative:
(B)(4).